Event description:
Following a percutaneous coronary intervention (pci) in 2004, the user attempted to deploy an angio-seal device. Resistance was encountered while inserting the guidewire into the procedure introducer and again when the introducer was exchanged for the angio-seal introducer; the user was unable to insert the angio-seal device assembly and a hematoma formed. A second angio-seal device was opened, again the user experienced resistance during insertion; however, with additional force, the device was deployed. While placing the tension spring, manual compression was applied because of the growing hematoma. The hematoma was marked, and after confirming the hematoma did not spread, the pt was transferred to the ward. Approx two hours post deployment, the hematoma was noted to be larger; heparin and aspirin were discontinued. A CT scan revealed a retroperitoneal hematoma; the pt received an 800 ml transfusion (type unk). Three days later the pt complained of chest pain; the pt underwent a pci 11 days later. The pt will be discharged the next month. The physician stated vessel damage may have occurred after resistance was encountered and additional force applied to deploy the angio-seal device; the angio-seal device did not cause the reported complicatons. The pt was reportedly restless while in the ward which may have contributed to the growing hematoma. This event occurred during the 6th deployment towards certification. The rep reviewed deployment techniques and instructed the physician not to use the angio seal device when resistance was encountered during insertion.